Manufacturer narrative:
Other, other text: device evaluation: one sample received for evaluation. Visual inspection performed and found no damage or other defects were detected on the sample. Leak test performed and the sample does not present leak or damage and it is concluded that the failure mode reported is not confirmed. Another leak test performed on the valve cap, and that as well does not present a leak so the failure mode reported is not confirmed. Based on the analysis performed the complaint was not confirmed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: model number, lot number, expiration date, UDI number, g5, and h4 are unavailable.

Event description:
It was reported that the patient discovered fluid and blood leakage from the cadd extension set. The disposable had come loose from the catheter. The patient reconnected the line to continue the veletri delivery. No patient injury was reported.